Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure to place this lead intended for left bundle branch area pacing (lbbap), the helix broke and a portion of the helix was left in the right ventricle septal wall. A different lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure to place this lead intended for left bundle branch area pacing (lbbap), the helix broke and a portion of the helix was left in the right ventricle septal wall. A different lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This lead has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined the helix was broken during an implant procedure to place this lead for left bundle branch area pacing (lbbap). Based upon the clinical observations, we believe that torsional overstress during attempts to position the lead caused the helix to break.